Event description:
It was reported to philips that the system gave an alert indicating there was a start-up issue in certeray generator and the system was taking longer time to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer contacted the customer and confirmed the reported problem. After reviewing log file, it is found no startup issues, just normal user messages. The customer was informed that this message usually appears at startup and may be due to low technical room temperature. To resolve the problem, the customer was asked for air conditioning details and advised on the recommended temperature. After instructed the customer to maintain normal room temperature, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.